Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) found gel on the tip of the sample probe. The fse replaced and adjusted the sample probe and confirmed the module was operating within specification. The investigation determined the event was due to a pre-analytic issue.

Manufacturer narrative:
The bilt3 reagent lot number was 71751001 with an expiration date of 31-dec-2024.

Event description:
The initial reporter complained of discrepant results for 1 neonate patient sample tested for cobas c bilirubin total gen.3 (bilt3) on a cobas c 503 analytical unit. The initial result was 1.73 mg/dl. The initial result was reported outside of the laboratory where it was noted that the patient had a previous result of 15 mg/dl with a point of care instrument. The sample was repeated with a result of 13.9 mg/dl.